Event description:
I am an active duty military member and have a philips CPAP device that is covered by the current FDA recall. Philips alleges that they shipped a replacement device to me (B)(4)and provided a (B)(6) confirmation number (B)(4). The (B)(6) number is showing as delivered, but (B)(6) did not have my address on file and simply showed that the product was delivered to my city (no street address). I've submitted an elevated complaint to (B)(6), which was closed out and to philips, which has no estimated date of completion or status. The philips investigation number is (B)(4). Philips is generally uncooperative and unhelpful in giving me a status update or coordinating the replacement of the package. The recall warns that this device increases cancer risk with continued usage. I need assistance getting philips to provide a safe device to use and would appreciate FDA intervention or a point of contact that I can refer to in order to get a replacement. FDA safety report ID# (B)(4).